Manufacturer narrative:
Date is approximate. Year valid.

Event description:
Information was received from a consumer implanted for gastrointestinal/pelvic floor and urinary dysfunction. The consumer reported they woke up one morning in 2016 and felt ¿something was not right¿ and they knew something was wrong with ¿how she was feeling stimulation.¿ an x-ray showed the lead was displaced and the stimulation was off. The first implantable neurostimulator was removed due to lead displacement. No falls or trauma were associated with the event.

Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# va0tlld, implanted: (B)(6) 2016, explanted: (B)(6) 2016, product type lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Patient called in and reported lead displacement with their first implantable neurostimulator (ins). They mentioned seeing a new healthcare provider (hcp) and believes that doctor wanted to manage their own work so they implanted the new device. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.